Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative interrogated this boxed (unopened) device in preparation for a scheduled implant procedure. A summary report was printed and upon re-interrogation, the programmer displayed a red screen associated with a device downloading data message. Ts asked if a two letter code was displayed on the programmer (red screen). A summary report was again printed and no device integrity alerts were identified. The device was interrogated again and no red screen or warning were displayed. Ts suspected that a da error had occurred; however, stored data from the device would need to be uploaded to confirm that this had occurred. The physician was not comfortable implanting this device. Therefore, another similar model device was implanted without incident. At home, the local representative uploaded stored data from the device to be analyzed by boston scientific's in-house engineering. The analysis was completed and the findings were reported to the local representative. The firmware log indicated this device encountered a da error sometime between the interrogations performed on january 18, 2016. The diagnostics appear normal otherwise and the device is can be implanted. Boston scientific received information from the local representative that this boxed device remains in truck stock. The local plans to use this boxed device at another scheduled implant procedure sometime in the future.